Manufacturer narrative:
One pneupac ventilator was returned for analysis. With gas applied to the input, the device passes the lock-off leak test as well as consistently delivering to a test lung - with the manometer registering the pressure change. The complaint was not confirmed. The guage was found to be working properly. The operator installed the service kit, replaced the damaged instructions label. The operator upgraded and tested varialbe restrictor assembly. The analyst reset the patient pressure cycling led, performed preventative maintenance, calibrated unit, cleaned and affixed the service label.

Event description:
Information was received indicating that the pneupac ventilator's gauge is not working. The issue was discovered while transporting a patient and there was no injury reported.